Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
It was reported that the stylus on the programmer was having issues and needed continual replacement. The keyboard cover is also broken. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the uplink functional tests were out of specification due to the cable being out of electrical specification. Product ID 2090 programmer; product ID 2290 analyzer.